Event description:
It was reported that the patient complained of pain in left side. Acetabular and proximal femur were revised.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding acetabular loosening involving a metal femoral head was reported. The reported event described the indication for revision to be pain, clinician review of the provided x-ray images noted a loose acetabular component. Review of the provided information indicates the femoral construct was removed to gain access to the acetabular components, this would necessitate removal of the femoral head as well. Based on the provided information, the product reported in this investigation did not contribute to the event.

Event description:
It was reported that the patient complained of pain in left side. Acetabular and proximal femur were revised.